Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had leakage in the scope from the suction/biopsy channel and play in the control knob. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that the acoustic lens had a scratch that reaches to the glue layer. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the acoustic lens having a scratch that reached the glue layer, additional findings were as follows: suction cylinder was shaved; adhesive on bending section cover was detached; bending section rubber had slack; objective lens had a scratch; light guide lens had a scratch; distal end had a scratch; switch 2 had a scratch; grip had a scratch; forceps channel port was deformed; light guide bundle had breakage; and due to damage on channel tube, water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress. Olympus will continue to monitor field performance for this device.